Event description:
Observed IV solution running down tubing from pump. After investigating, found a hole in tv tubing above pressure sensing disc, allowing fluid to leak and air to enter the main venous IV line.